Manufacturer narrative:
Initial reporter facility name: (B)(6) hospital. Initial reporter phone number: (B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The actual device was not available; however, a photograph of the sample was provided for evaluation. The visual inspection of the provided picture confirmed that the cone of the male luer lock of the return line was cracked. The reported condition was verified. The cause was manufacturing related. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming with a prismaflex m150, an external fluid leakage was observed due to the male luer connector being damaged. There was no patient involvement. No additional information is available.